Event description:
(B)(4). Initial report: this case was reported by a physician and involves a female patient. She had been treated several times with poly-l-lactic acid (sculptra), location; face. One year after the last treatment, the patient developed tactile indurations deep inside of the tissue. No corrective treatment has been done so far. Outcome: ongoing at the time of the report. Further information: four years ago, the patient had been treated with hyaluronic acid. Further cosmetic treatment performed by other physicians cannot be excluded.

Manufacturer narrative:
Additional information received on jul-2-2009. Assessment after the ptc investigation: batch record review without hint to root cause; conclusion: no faults detectable.